Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was transitioned from a rechargeable system to a primary cell system to eliminate the need for charging. No patient complications were reported. The explanted device was not returned for analysis due to hospital policy. Postoperatively the patient is doing well.